Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 32.1, 5.1, and 9.8 mmol/l. Test were done within 10 minutes with a difference of 102%. Patient did not experience any adverse events. No further information has been reported.